Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location. Investigation revealed optical fibers 1-3 and the deformable body thermocouple wires were fractured at the location of the fracture in the shaft material, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture in the catheter noted during analysis.